Manufacturer narrative:
Section b3: date of event: exact date unknown/not provided. Best estimate date is between mar 27, 2024 and may 4, 2024. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code 4581 to capture sub-optimal results. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) is planned for an iol exchange in the patient's left eye due to patient experiencing decrease vision which impacted patient's visual acuity. Through follow up, it was learned the lens was explanted. Additional information was provided and reported that visual acuity (va) pre-operative (op) (pre-initial implant): 20/70, va post-op (post-initial implant): 20/60, and va post-op (post-replacement): 20/30. Another johnson & johnson lens, model zcu150 18.5 diopter was implanted as a replacement. There was no vitrectomy, incision enlargement, or sutures required. There was no other medical or surgical intervention outside of standard of care provided. The patient is doing good post-operatively. No further information was provided.